Event description:
It was reported that the infusion pump was involved in an overdelivery of heparin. Reportedly, the pump was programmed to administer the 500 ml container at 10 ml/hr. However when the pump was checked at the shift change it displayed 78 ml had been delivered however approx. 150 ml appeared to have emptied from the container. The pump was removed from patient use. The ptt level taken the next morning was elevated, however patient observation was the only intervention.